Event description:
The customer reported that the system displayed a system shutdown in progress message and had a loss of functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) and the battery were replaced. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.